Manufacturer narrative:
(B)(6). During a pm service, the getinge field service engineer (fse) discovered x4 leaking when leak tested at about 5 psi/minute. To fix the issue, the fse replaced the tubing regulator line, blood detect line, as well as fill lines. X4 held pressure steady at 1743 psig for over 10 minutes. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) discover the x4 leaking when leak tested at about 5 psi/minute. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) discover the x4 leaking when leak tested at about 5 psi/minute. There was no patient involvement, and no adverse event reported.